Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have failed clip test. The hem-o-lok clip applier instrument was placed and driven on an in-house system, passed the recognition and engagement tests, and moved intuitively with full range of motion in all directions. The grips clip test was performed and failed two times out of three attempts. No grip misalignment was observed. The hem-o-lok clip applier instrument was found to have an input disk broken. Hairline cracks were found on the grip input shafts. Input disk #7 was found broken into pieces inside of the housing where the grip cable crimp is seated. The probable root cause of clip engagement issues is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip).

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has requested the large hem-o-lok clip applier instrument involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the instrument log for the large hem-o-lok clip applier instrument (part number 470230-12/lot number n10190104-0047) associated with this event was performed. Per review of the logs, the large hem-o-lok clip applier instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 43 uses remaining after last use. This complaint is reportable malfunction event due to the following: it was alleged that the large hem-o-lok clip applier instrument would not engage and it was not possible to use the instrument. Per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the large hem-o-lok clip applier instrument would not engage and it was not possible to use the instrument. The clip would not engage into the instrument claw. The procedure was completed with no reported injury. The endowrist large clip applier is intended to be used with the da vinci system for the application of large weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 5¿13 mm in diameter. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of date of this report.